Manufacturer narrative:
Based upon the limited information received, the cause of the reported infection with surgical incision, and drainage could not be conclusively determined. Multiple unsuccessful attempts were made by accessclosure to obtain additional information. Per the mynx instructions for use, the following potential adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration.

Event description:
It was reported to the accessclosure representative that 5-6 days post mynx procedure, a pt returned with complaints of a local infection that cultured positive. The pt was given antibiotics and sent to surgery for incision and drainage of the access site. Multiple unsuccessful attempts have been made by accessclosure to obtain additional pt and procedural information. Due to hospital procedures, no further information will be released.